Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer had energy issues with the vessel sealer extend (vse) instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed, and the reported failure was not confirmed. The vse instrument displayed no physical damage to the conductor wires. The instrument was placed and driven on an in-house system. The vse instrument passed the recognition and engagement tests. The vse moved intuitively with the full range of motion in all directions. The vse also passed the electrical continuity tests. The instrument delivered energy with no issue detected. The vse instrument was also found to have knife cable damage. The knife cable was bent at the distal end. The bent knife cable prevented full traction of the blade. The instrument passed the cut test on only one attempt.